Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a low battery alarm after battery change and insulin pump shut off less than 24 hours after alarm. This caused customer to have blood glucose between 300 mg/dl and 400 mg/dl. Customer changed battery and received a weak battery alarm, and battery only lasted two days. Customer also received a failed battery test alarm. Troubleshooting was performed and customer did not do excessive button pressing; did not use backlight frequently; did not do daily rewind and there were no unattended alarms. Customer reported that insulin pump fell on the floor after infusion tube got caught on the door. As a result, insulin pump was cracked above the up and down arrow buttons. Customer reported that damage occurred a long time prior to issues. Customer was advised that insulin pump would need to be replaced due to damage. Customer's blood glucose at the time of call was 350 mg/dl.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery, battery out limit, weak battery, low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No blank display was noted during testing. The pump was received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, and a cracked reservoir tube lip.